Manufacturer narrative:
Reference medwatch 3004209178-2015-59381 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized on (B)(6) 2015 due to a low blood glucose level of 20 mg/dl. It took the paramedics 35 minutes to stabilize his blood glucose level before they transported him to the hospital. The customer fell in two different occasions. The customer was hospitalized, prior to using the insulin pump, with a high blood glucose level of 1,000 mg/dl. When his blood glucose level drops below 50 mg/dl he feels terrible. The device was not returned.